Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the occurrence of error 311 and replaced the common compute controller (ccc) of the affected surgeon side console (ssc) to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to the reported errors 297, 311 were confirmed and replicated. In via lighthouse review logs, errors 297, 311 were found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The ccc ssc was installed into the golden system which triggered an error, indicating faults on the ccc due to the golden images. The ccc was successfully reprogramed and the ccc functioned as expected. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, final analysis was able to conclude that the golden image on the ccc ssc was the root cause of the report event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) during setup to report that console two is not coming on and the system is faulting. Customer stated that the second console lost power and now it will not come back on. Tse walked caller through a hard power cycle, but restart message came back. Tse had caller disconnect affected console and power system back on without console 2 attached. System powered back on without error. Tse then had caller power on console two in stand alone and the power button remained blinking. There was no patient involvement.